Event description:
A home patient contacted baxter's technicial service center for assistance regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Nothing unusual was noted with any of the home patient's supplies. Baxter's technical service center assisted the home patient in ending their therapy early. The home patient started a new treatment using the same supplies. Per the home patient no patient injury or medical intervention was associated with this incident.